Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The associated lens was not qualified for use in the company cartridge because the diopter of the lens was beyond the range qualified for use in a company cartridge. This large diopter of lens model is qualified for use in the company (b) and company (c) cartridges only. A viscoelastic was indicated that would be qualified when used with a qualified lens/cartridge combination. The handpiece information was not provided. The root cause for the reported damaged cartridge complaint was most likely related to a failure to follow the instructions for use (IFU). A non-qualified lens model/diopter was indicated. The company lens is only qualified for use with the company (b) and company (c) cartridges. The diopter range for the company (d) cartridge is 6.0-25.0. The IFU instructs: the company intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. The company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information indicated that the account manager was notified to pass the information to the facility that this lens is only qualified for use with the company (b) and company (c) cartridges. The diopter range for the company (d) cartridge for this lens model is 6.0-25.0. File will be reopened if new information or the sample becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, on two different occasions, the cartridge was cracked. Additional information was received stating that the procedure was completed on the same day using the same cartridge, it cracked as the lens was implanted and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A non-qualified lens model/diopter was indicated. The 27.0 diopter lens is only qualified for use with the ii (b) and iii (c) company cartridges. The diopter range for the company iii (d) cartridge is 6.0-25.0. The manufacturer internal reference number is: (B)(4).